Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 449mg/dl. The customer states they would be treating with prescription from pharmacy. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor, intermittent button response due to corroded keypad traces and with corroded battery tube. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. No button error alarms noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had broken reservoir tube lip, minor scratches on lcd window and missing the end cap sticker.